Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer supplied information regarding ventilator for ordering replacement of main board. Vyaire is placing a work order on hold until part arrives. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault occurred (1,0,1311) ex flow transducer. Furthermore there waas no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was returned for investigation. Vyaire received vela main pcb p/n 52850 s/n bd280201167s. A visual inspection of pcb was performed and found no indications of damage, misuse, or contamination. The uut (unit under test) was installed into a known good vela test unit and powered into service mode. Pcb was found to be running software version 03.02.00. A review of events log found several xdcr (transducer) faults. Then proceeded to perform transducer calibrations as described in vela service manual 33373-001 chapter 6. The reported complaint was duplicated. Transducer p/n 68354 was found to be failing at zero calibration. This is a known issue that has been addressed with CAPA-000000281, scar ps-16-23, eco 102677.